Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of two returned segments of the lead were performed. A terminal end segment and a tip segment for a total length of 615 mm was returned. Visual inspection noted all filars were cut. Set screw marks were noted on all terminals. The extracting stylet was returned stuck in the tip segment of the lead. There was a suture tied around the lead insulation tip segment for removal purposes. The clear medical adhesive was separated from the gore at the proximal ends of the proximal and distal spring electrodes and the electrodes were stretched at this point. The coil was stretched at the distal end of the distal spring electrode and there was a 7 mm gap between the gore and the distal end of the shocking coil. Additionally, there were stretched conductor coils noted in the tip segment. There were cuts, tears, and puncture holes noted in the insulation. The cable within the high voltage conductor was stretched and deformed and had evidence of webbing damage. Laser extraction damage was noted in the insulation. There was also a cut in the suture sleeve. There was tissue noted around the proximal spring electrode. Blood/body fluid was also noted on the terminal pin, in the lumen and in the helix housing. The rs- coil was fractured 415 mm from the distal tip with the extraction stylet remaining within the coil. Only the distal side of the fracture was returned. Areas of fatigue were observed on each of the wire fractures along with electrolytic pitting. Analysis testing could not confirm the calcification or noise observation, however due to the location of the fracture, it was likely that this was caused by entrapment in the clavicle first rib region. A fractured conductor coil could cause noise to be observed.

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was exhibiting noise which was oversensed by the device. Seven inappropriate shocks were delivered. There was also inhibition of pacing while the oversensing was occurring. This patient was not pacemaker dependent. There was evidence of a clavicular crush and it was reported that the lead had grown into the bone. There was also reports of an insulation tear under the suture sleeve. The rv lead was extracted and a new lead was placed. It was also reported that the patient had since become pacemaker dependent.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.